Event description:
On (B)(6), 2010, the lay user/patient's mother contacted lifescan (lfs) alleging that the onetouch ultralink meter was reading inaccurately high. The medical surveillance specialist (mss) spoke with the reporter on (B)(6), 2010 and obtained the following information: the patient tests 10-15 times a day and manages his diabetes with novolog insulin administered via insulin pump. The reporter confirmed and clarified that the alleged issue began on (B)(6), 2010 at 5:06 pm. The reporter stated the patient obtained blood glucose results of "420 mg/dl" with the subject meter and "226 mg/dl" with another meter (the onetouch ultra mini meter), performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. Six minutes prior to the alleged issue, the reporter stated that the patient was experiencing symptoms of "weakness, headache, nausea, tiredness, felt faint, and was in a bad mood" (symptoms the patient associated with low blood glucose). Approximately one hour prior to the onset of his symptoms, the reporter stated that the patient tested his blood glucose (meter and result are unknown) and administered an unknown amount of insulin based on the (unknown) result. After the alleged issue occurred, the reporter stated the patient administered insulin based on the result with the onetouch ultramini meter; at an unknown time later the reporter stated that the patient felt fine. The reporter clarified that the patient went to the doctor's office on (B)(6), 2010 and obtained a blood glucose result of "206 mg/dl" with the doctor's meter; a health care professional informed the reporter that the patient's blood glucose was running high. At the time of troubleshooting, the csr verified the correct unit of measurement on the subject meter and that the blood glucose result was from the approved (per owner's booklet) sample site. The csr also noted that the patient followed the correct blood glucose testing procedure (per owner's booklet). In addition the csr noted that the reporter did not have the test strips at the time of the call. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported because the alleged issue remains unresolved. There is no evidence, however, that the patient suffered a serious injury because of the alleged issue. The patient¿s reported symptoms of weakness, headache, nausea, tiredness, feeling faint, and being in a bad mood do not meet lifescan¿s criteria for a serious injury. The patient administered insulin based on the result with another meter.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
When attempting to remove the cath f6 st+ al I 100cm diagnostic catheter from the body, it became jammed inside the avanti+ 6f std sheath and was unable to be removed. Therefore the entire sheath needed to be removed. There were no anomalies noted with the devices prior to use and no difficulty was reported when advancing the catheters through the sheath.

Manufacturer narrative:
The lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case has passed testing with no faults found. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.